Event description:
It was reported, the bronchofibervideoscope had foreign material falling off from the channel putting out black sentiments. The scope passed, the leak test. However, the user pressed the wrong button and indicated, that it was not safe for patient use. The issue occurred, during reprocessing of the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the foreign object could not be identified. Based on the results of the investigation, a leakage failure occurred at the instrument channel. Therefore, it was presumed that the foreign object possibly remained because it could not be reprocessed properly. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: ¿olympus bf-uc190f reprocessing manual¿. Olympus will continue to monitor field performance for this device.